Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The controller event log file contained events from (B)(6) 2026 through (B)(6) 2026. No notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2026 after several days of progressive fatigue and was found to be in ventricular fibrillation in the ed. The patient was successfully defibrillated to normal sinus rhythm. Notably, the patient did not have an implantable cardioverter defibrillator (ICD). Given their history of over-diuresis, the nurse was concerned about the possibility of suction events precipitating arrhythmia. Log files were submitted for review, and the event log file captured frequent pulsatility index (pi) events from (B)(6) 2026 21:01 to (B)(6) 2026 08:05. The arrhythmia resulted in overall fatigue and presyncope. The patient had a history of paroxysmal atrial fibrillation and short runs of non-sustained ventricular tachycardia (nsvt) pre- left ventricular assist device (lvad) therapy. After reviewing the echocardiogram, it was stated that the arrhythmia in this event was likely due to suction that caused vt in setting of dehydration. The patient was alive and well, and was awaiting ICD.